Event description:
Healthcare professional reported right side rupture and pain. Device remains implanted.

Manufacturer narrative:
Initial reporter name and address: additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the radius side assessed as fold flaw opening. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: observed stress marks on the device. Black particles observed in the surface of then shell. Observed creases on the device. Observed wear abrasion on then device.